Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed to open in the treatment room of the troop medical clinic. The malfunction occurred when a user tried to dispense medication to the patient, causing a delay in dispensing medications and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height matrix drawer failed and was not detected on the communication bus. A field service engineer reseated the bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.